Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed the day before. According to the complainant, the prolieve thermodilatation system (refurbished) had a reflected power too high error message. The physician aborted the procedure and the patient was sent home. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on may 5, 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
(Out of tolerance). Functional analysis of the returned prolieve thermodilatation system (refurbished) revealed physitemp 3 was out of tolerance and was replaced. The complaint was not confirmed as the manufacturer was unable to duplicate the reported event.